Event description:
It was reported that the patient experienced neck pain from possibly going through a metal detector. Additional information has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.